Manufacturer narrative:
Intellamap orion catheter was evaluated by boston scientific. Based on all the available information, boston scientific concluded there was no problem detected with the returned catheter. The allegation could not be reproduced through investigation and no other defect was found with the returned catheter. The cause of the catheter deployment detection issue, message, signal error, difficult to move/steer issues seen in the field could not be determined. The reported event of cardiac tamponade is a known inherent risk of the intellamap orion catheter. The instructions for use state: "serious adverse events have been reported in the literature in relation to cardiac catheterization including stroke, cardiac tamponade..." There were no indications that the device was used outside the bounds of labeled/indicated use or evidence of a product performance related issue. Initial reporter phone: (B)(6).

Event description:
It was reported that during a procedure to treat an atrial fibrillation (afib), an intellamap orion catheter was selected for use. Started mapping in the left atrium (la) with a standard pace mapping set up, using the orion catheter. At a certain point, mapping was stopped automatically. Catheter was visualized in the undeployed state and was blinking. The position of the x-ray was checked, cs signals were clear but was advised to reconnect, as it is needed for orion reference, and some defective electrodes were deactivated on orion splines. It is unclear what was the issue, but it was resolved, and it was possible to continue with the mapping. No further issue with the catheter was registered and the map of the la was finished. The procedure was continued; pulmonary vein isolation (pvi) using the pulse field ablation (pfa) was performed. After two pfa applications in the left superior pulmonary vein (lspv), the physician noticed abnormal values of the blood pressure and used echocardiography to inspect the problem. Cardiac tamponade was discovered, and physician used standard tamponade kit to stabilize the patient. When the patient was stabilized, physician wanted to continue with the pfa procedure. Pfa was finished for all pulmonary veins. Physician mentioned the tamponade was in the place where orion started blinking and was not possible to see the deployment. Physician mentioned that it was difficult to steer at that point. It is unclear what was the issue. Physician is skilled and works regularly with boston products, including orion catheter. Used catheter will be send for investigation.

Event description:
It was reported that during a procedure to treat an atrial fibrillation (afib), an intellamap orion catheter was selected for use. Started mapping in the left atrium (la) with a standard pace mapping set up, using the orion catheter. At a certain point, mapping was stopped automatically. Catheter was visualized in the undeployed state and was blinking. The position of the x-ray was checked, cs signals were clear but was advised to reconnect, as it is needed for orion reference, and some defective electrodes were deactivated on orion splines. It is unclear what was the issue, but it was resolved, and it was possible to continue with the mapping. No further issue with the catheter was registered and the map of the la was finished. The procedure was continued; pulmonary vein isolation (pvi) using the pulse field ablation (pfa) was performed. After two pfa applications in the left superior pulmonary vein (lspv), the physician noticed abnormal values of the blood pressure and used echocardiography to inspect the problem. Cardiac tamponade was discovered, and physician used standard tamponade kit to stabilize the patient. When the patient was stabilized, physician wanted to continue with the pfa procedure. Pfa was finished for all pulmonary veins. Physician mentioned the tamponade was in the place where orion started blinking and was not possible to see the deployment. Physician mentioned that it was difficult to steer at that point. It is unclear what was the issue. Physician is skilled and works regularly with boston products, including orion catheter. Used catheter will be send for investigation.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Initial reporter phone: (B)(6).